Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: it was previously reported that the device moving parts did not move smoothly. During further investigation it was noted that this was incorrect.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device bearing seized, leak tightness test failed, moving parts did not move smoothly, the trigger was sticky, would not run and had component damage. The device also failed pretests for general condition, leakage test using bubble emission technique, check for mechanical free moving, check for sticky triggers and check general function of device. The assignable root cause was traced to improper maintenance.

Event description:
It was reported from germany that during service and evaluation, it was determined that the battery handpiece device bearing seized, failed leak tightness test, the moving parts did not move smoothly, the trigger was sticky, would not run and had component damage. It was further determined that the device failed pretests for general condition, leakage test using bubble emission technique, check for mechanical free moving, check for sticky triggers and check general function of device. It was noted in the service order that the device was loosing power during a surgical procedure. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.